Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that a piece of an unknown cutter device had broken off in the attachment device. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products: attachment device. UDI: the part number is unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. Reporter's phone number was not provided. The device manufacture date is unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.